Manufacturer narrative:
(B)(4) device evaluation: the complaint was reported as the guide wire breaks down while in use was confirmed. The customer returned one guide wire. The returned guide wire was examined and measured. Visual examination revealed the guide wire is in two pieces. Piece a is the larger piece and contains the j-bend, the core wire and most of the coil wire. Multiple kinks were also observed throughout piece a. Piece b has the proximal weld and coil wire. The core wire broke at the proximal weld and the coil wire is unraveled and broke near the end of the core wire. Microscopic examination revealed some discoloration and necking in the core wire at the break which indicates that the break was close to the weld. Further microscopic examination confirmed the core wire broke from the proximal weld and found that both welds appeared full and spherical. A manual tug test confirmed that the distal weld was intact. The core wire measured 681mm which does not meet the length specifications of 596 - 604 cm per the guide wire graphic. The outside diameter (od) of the guide wire measured 0.797mm, which meets the od specification of 0.788 - 0.826 mm per the guide wire graphic. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The other remarks: instructions state that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. The returned guide wire length does not match the guide wire packaged in this kit. Therefore, the origin of the returned wire and the cause of the defect observed in the wire cannot be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter guidewires break down while in use". This complaint was submitted with minimal information and no additional information is expected.